Event description:
(B)(4). It was reported via a correspondence received from a claims adjuster of (B)(4) stating that a fire occurred indoors at the consumer's residence, and an invacare product was identified on the premises. There was no injury reported. How the unknown model and serial number invacare bed caused or contributed to the event has not been identified. There is a key word present on the event description. Therefore, a MDR report will be submitted.